Event description:
Boston scientific crm received information that during a pacemaker replacement procedure, both leads would not release from the device header. The back of the header was cut open and the leads were released without damage. The device was explanted and successfully replaced by a new device. The leads remained in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the setscrews were in the up position and the seal plugs were missing. The device header was loose from the can. The medical adhesive appeared to be attached to header which would excessive force applied to header. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. The device header was then disassembled and damage to inner seals was found which suggest silicone to silicone bonding.